Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the hook cracked at the area where the black plastic piece meets the white handle. The small black plastic piece was recovered from the floor. There was no patient harm. This event was reported by the customer under report number mw5076492.